Event description:
It was reported that the ventilator's wheel detached. There was no patient harm reported. Manufacturer's ref #:(B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) repaired the ventilator cart with new wheels. The ventilator was then put back into service. The broken wheel was not returned for investigation. The root cause of the reported issue has not been determined.